Manufacturer narrative:
The lens was returned adhered in dried solution to a white triangular medical sponge in a plastic bag. Solution was dried on the lens. The optic was cut into two pieces, typical of damage created to help facilitate removal of a lens from the eye. One haptic was bent onto the optic. The optic had small, cracked areas near the optic center. Product history records were reviewed, and the documentation indicated the product met release criteria. Information indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is non-qualified. The product investigation could not identify a root cause for the reported complaint of "halos and starburst". The explanted lens was returned in two pieces, typical of a removal from the eye. The optic has cracked areas. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided in the file that the non-toric,15.5 diopter (add power +2.2/+3.2) lens was removed and replaced with a non-company monofocal lens li61a0 15.0 diopter. This information for an exchange from a multifocal to a monofocal may suggest that the replacement lens model and diopter may have been a better selection for this patient's vision needs. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and starburst . The iol was exchanged for another lens model 7 months following the initial implant procedure. Additional information has been requested